Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150208 captures the reportable event of suture stuck in housing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure. The exact procedure date was unknown. It was reported that the thread which triggered the release of the ligatures was located in the middle of the device, obstructing the operator's view. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (correction): block h6 (device codes) has been updated based on the information that was identified on december 8, 2025. Block h6: imdrf device code a150208 captures the reportable event of suture stuck in housing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure. The exact procedure date was unknown. It was reported that the thread which triggered the release of the ligatures was located in the middle of the device, obstructing the operator's view. It was noted that the thread was more fragile than usual. Upon removal of the endoscope and the device, the suture was reportedly detached. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.